Event description:
The customer reported the ventilator alarmed oxygen not available when in use with oxygen cylinders. The customer reported the unit was being prepped for patient use. The manufacturers field service engineer (fse) confirmed the reported problem. When the oxygen supply pressure is out of range, o2 enrichment may end. Loss of the oxygen source can be detrimental to a patient if in use. The fse reported the oxygen manifold was removed from use on the device and the oxygen was connected directly to the ventilator and the reported problem did not occur. The fse reported the oxygen manifold was replaced to correct the reported problem. Applicable final testing was completed per operating specifications and passed.